Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a red hazard alarm sometime between (B)(6) 2024. Related manufacturer reference number: 2916596-2024-03783 (system controller).

Event description:
It was additionally reported that device interrogation was performed, and log files were submitted for review however the cause of the alarm was not identified. The alarm self-resolved at home when the alarm occurred. The patient was stable and had not reported any further red hazard alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: expiration date and UDI: corrected. Section h4: device manufacture date: corrected. Manufacturer's investigation conclusion: the reported event of a red hazard alarm could not be confirmed due to no log files being submitted for review. A specific cause for the alarm could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) with no further related events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Additionally, the patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.